Event description:
Patient reports she tested 5.9 inr on the coaguchek xs system and 3.7 inr on a comparison lab. No treatment based on device result. No adverse event reported. Requested return of suspect system and replacement sent.